Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that a bolt that attaches the mast to the boom has come out while transporting a patient causing the unit to collapse.